Event description:
The facility's biomedical tech reported an infusion pump that did not alarm for downstream occlusion, found during biomed testing. The hosp rep stated they have no record of the any pt incident involving the pump since the last baxter svc event. No add'l contact info was provided.

Manufacturer narrative:
Eval of the device was performed and the reported condition of the no downstream occlusion alarm was confirmed. The root cause of this failure is a defective disc switch. Also, the right and left supports of the device were cracked.